Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complain of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One photograph and one 18g nexiva unit were provided for investigation. What appeared to be blood residue was present between the grey canister and the catheter adapter, which was indicative of leakage. The canister was deformed, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: faulty 18g nexiva catheter. After placing the piv, he reported it to be leaking from the end where the needle is attached and withdrawn through. No patient harm was caused other than needing to stick the patient a second time to properly functioning, non-leaking piv. 4nov. Can you please provide an exact date of event in this format mm-dd-yyyy? Unsure of exact day. (B)(6) 2024. Please share the material & lot number associated with reported issue unfortunately employee did not keep the packaging to obtain the lot number. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm or injury occurred other than patient needing to be stuck a second time to have a functioning piv placed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.